Event description:
Reporter indicated that the site was having a problem with their wand. The wand would not communicate with the patient's generator and when a different wand was used, communication could be established with the generator. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.